Event description:
During surgery the tip of the screwdriver broke off and remained in the screw. No particles of the screwdriver went into the patient. It is reported that there is no extension of surgery, or adverse consequences for the patient.